Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his back and under the front therapy electrode. The patient reported that his cardiologist advised him to use corn starch and hydrocortisone cream. The patient reported that the corn starch or cream did not help improve the irritation, so the patient consulted with a different physician who provided the patient with a prescription for extra-strength hydrocortisone cream. The patient reported that the rash had improved following use of the cream.